Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause was unknown. The steps taken for resolution was also unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that in the last two weeks ago, the therapy appears to be insufficient. Prior to this period, the therapy was effective and provided relief. The patient reports feeling a tingling sensation when the therapy intensity is increased. Upon further questioning about possible causes for the sudden change in effectiveness, the patient mentioned having an MRI around the time the issues began. They turned MRI mode on before the scan and switched it off immediately afterwards. Patient needs to make an appointment with their hcp to check the system or programming. Patient has been notified that they should call back if their issue is not resolved permanently.